Event description:
Arjo was notified about the incident with involvement of concerto shower trolley. It was reported that during shower the patient was put on his side and was leaning on the side support. The side support opened and the patient fell out. The patient sustained head trauma and bruise on the right leg. 6 stitches to the right brow bone arch was necessary.